Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced screen display frozen. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not charge or boot. No data was available to be downloaded. The device was opened and moisture damage was found. The reported event of screen display frozen was undetermined. A probable cause could not be determined.